Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level ranged from 30-400 mg/dl. When the pump was out of range, the basal iq software would not stop insulin deliveries, which resulted in the customer experiencing low blood glucose levels that ranged from 30-50 mg/dl. The customer declined to further troubleshoot with tandem technical support. Reportedly, the customer will continue to use the pump for insulin therapy.